Event description:
Device returned for repair only. Upon eval it was noted that the lugs at the tip had sheared off and were missing. Hosp could not answer as to how or when the device broke or as to the location of the missing pieces. Co is taking a conservative approach and filing.